Event description:
After cannulation of the right common femoral artery. A 0.014 inch guide wire was advanced in the distal segment of the posterior tibial artery. Then the silverhawk was advanced close to the lesion. We performed four cuts, retrieving abundant material. The angiography performed immediately following the last cut and the retrieval of the atherectomy device revealed an anterio-venus fistula between the popliteal artery and the vein. Due to the large arteriovenous communication, no flow was visible in the infrapopliteal arteries. Several attempts were performed to seal the perforation, including prolonged balloon inflation, kissing balloon inflation, 1 in the posterior tibial artery, and 1 in the peroneal artery, associated with heparin-reversal by protamine administration (50mg intravenous). Due to the deterioration of the clinical status (acute leg ischemia with pain and hypothermia), a surgical repair was deemed necessary. The pt was transferred in the operating room. Post surgical course was uneventful with no major or minor perioperative bleeds. The pt was asymptomatic and was discharged. At 8 months the pt was still asymptomatic.